Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated free t3 (ft3) and free 54 (frt4) results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the samples on a different instrument using different methodology and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not know if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) did not evaluate the instrument. The customer indicated that the specimens were drawn at a satellite facility and transported in the primary tubes. It is unk if the samples were centrifuged prior to transportation. The customer centrifuges the samples on the automation line prior to analysis at room temperature. Specific centrifugation speed and time have not been provided to date. Also, the customer indicated to the bci customer technical support that the quality control (qc) has been within established ranges. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.